Event description:
It was reported that the patient presented with palpitations. The electrogram shows an atrial pace and ventricular sense at a non-ph ysiological interval. An x-ray showed the right atrial (ra) lead had dislodged and fallen into the right ventricle. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.